Manufacturer narrative:
B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient representative said the patient had cervical spinal fusion on (B)(6) 2026 and since then the patient had experienced urinary retention and had to be catheterized. The caller said the patient was also in a rehab facility. The caller said the patient had no new medication. The caller indicated that the implant was received for urinary and fecal incontinence. The caller would like to know specific programming direction for the urinary retention. The agent advised the caller that they may try to turn the stimulation off a little bit or make program adjustments. Theagent offered walking the caller through adjusting stimulation and switching programs however the caller instead asked for a field rep to assist. An email was sent to the field rep. The caller also said they called the doctor and was advised to call the manufacturer. On 2026-feb-27 additional information was received from the manufacturer representative. The rep reported that they had met with this patient on (B)(6) 2026 and adjusted their settings accordingly for entering symptoms. The rep added that the patient did not experience retention prior to device implantation and the retention started following a different procedure. The retention had not worsened as a result of the device/therapy. The patient was using a catheter sometimes to get the rest of their urine out, but was voiding on their own a little. The patient's program settings were adjusted by increasing the rate and pulse width on programs 5-7. The patient was programmed on program 6 with new settings for retention symptoms. The rep stated the issue was resolved and they would follow-up with the patient in a couple of weeks to see how they were doing.